Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient was presented with pre-op diagnosis: l4- spondylolisthesis. For which patient underwent posterior lumbar fusion (psf) at levels l4-5. Intra-op, when the surgeon was inserting the first screw, a driver disengaged from a handle and it dropped in the surgical field. As a result, venous plexus or vascular was damaged and the surgery was aborted. There was a delay of more than 60 minutes as a result of this event.